Event description:
The pt was enrolled in the study in 2006. The pt had two cypher stents implanted in the ostial/proximal right coronary artery, secondary to in-stent restenosis of a taxus stent. At that time, the pt also underwent unprotected mid left main stenting, utilizing the "v" technique with a taxus from the left main to the left circumflex and a taxus stent from the left main into the left anterior descending branch. Additionally, stenting of the proximal to mid left anterior descending branch was done with three overlapping taxus stents, due to cypher in-stent restenosis. Approximately three months post index procedure, the pt returned for a surveillance angiogram, which demonstrated intermediate angiographic stenosis in the proximal left circumflex. An intravascular ultrasound was performed of the left circumflex coronary artery, which demonstrated no evidence of significant stenosis. The pt was found to have severe stenosis of the ostial right coronary artery, which was successfully stented using a single cypher stent, which was post dilated with a quantum maverick balloon. The pt tolerated the procedure well and was discharged the following morning in stable condition. Approximately ten months post index procedure, the pt returned for left main surveillance angiogram, and was found to have a patent left main, but total occlusion of the ostial right coronary artery. Because the pt had excellent collateral flow, the decision was made to do not perform intervention to the right coronary artery. The pt was discharged the same day with recommendation for medical mgmt.

Manufacturer narrative:
There is no info regarding the pt's medical history, vessel/lesion characteristics and procedural details. The sterile lot # for the non-study device is unk, therefore, a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited info provided, it is not possible to conclusively determine a cause for the event, but the pt's extensive coronary artery disease suggests that the progression of coronary artery disease may have contributed to it.